Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported that a cook bakri postpartum balloon with rapid instillation components leaked during treatment of a postpartum hemorrhage following a vaginal delivery. The patient had an estimated blood loss of 500ml before the device was deployed and medication was used in an attempt to treat the hemorrhage. The device was placed vaginally; then the catheter started to leak after approximately 300ml of normal saline was injected. The procedure was completed by using another new device. Total estimated blood loss was approximately 500ml and it was reported that the patient had 'hardly any' bleeding after device leak. The patient was reported to be hemodynamically stable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the device were conducted. The device was returned to cook for investigation. A functional leak test was performed by inflating the device with water, and no leaks were observed. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. A trackwise search revealed 1 other complaint associated with production lot 13532552 (manufacturer number pr 344769 - leakage at the three-way valve). Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The device history record review provides objective evidence that the device was manufactured to specification a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use on how to supply, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook concluded that the complaint could not be confirmed, as the failure could not be re-created with the returned device. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook bakri postpartum balloon with rapid instillation components leaked during treatment of a postpartum hemorrhage following a vaginal delivery. The patient had an estimated blood loss of 500ml before the device was deployed and medication was used in an attempt to treat the hemorrhage. The device was placed vaginally; then the catheter started to leak after approximately 300ml of normal saline was injected. The procedure was completed by using another new device. Total estimated blood loss was approximately 500ml and it was reported that the patient had 'hardly any' bleeding after device leak. The patient was reported to be hemodynamically stable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer occupation unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.